Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Review of the submitted log file data from the reported event date of 08aug2025 captured the system functioning as intended. No notable events or alarms were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev d, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Review of the submitted log file data from the reported event date of 08aug2025 captured the system functioning as intended. No notable events or alarms were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev d, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The vad clinician stated the rhf was a pre-existing condition that did not progress due to lvad therapy. The patient experienced no symptoms, and the reported treatments resolved the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was undergoing continuous renal replacement therapy (crrt) indicated for right heart failure (rhf) and acute renal failure. The patient had rhf pre-dating device therapy, but the acute renal failure was reported as having been "potentially" caused by device therapy due to the patient's right side being unable to compensate for the left side assistance provided after implant. The patient's plan of care was to continue crrt and inotropes. The patient was additionally recommended to be moved to palliative care.